Event description:
It was reported that the patient experienced dizziness and was presyncopal due to the right ventricular lead not capturing in the unipolar pacing configuration. The capture threshold was high and the lead was dislodged. The lead was reprogrammed to the bipolar pacing configuration and capture was present. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Concomitant product: 5076-52, lead, implanted (B)(6) 2014. (B)(4).